Event description:
It was reported to philips that system completely stopped. The user rebooted the system without success. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the issue happened. The procedure was completed by transferred the patient to another room. A philips filed service engineer inspected the system onsite and confirmed the reported problem. Fse confirmed the failure, and system does not start. To resolve the problem, fse replaced the main cabinet¿s sd card and gpdu's front panel and on the next follow up replaced the m cabinet¿s rear panel and return the part for further analysis, but no failure was identified for front panel, and the fuses were found to be defective. After replacing power distribution, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.